Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed calibrations on the master tool manipulator (mtm). The mtm grip pads were also replaced. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the master tool manipulator (mtm) of surgeon side console (ssc) got blocked, just as if surgeon would have removed his head from the high resolution stereo viewer (hrsv). Two surgeons were present in the or: it did not seem to be related to a give and take incorrect use. Live logs were clean. Surgeon added that at the same moment, the touchpad seemed to be responsive, even though surgeon had his head engaged in the hrsv. Tse proposed to restart the system but it was clinically not possible, and site proceeded with one ssc without any problem. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. And system powered on without errors. Console was changed to complete the procedure.

Manufacturer narrative:
The probable root cause is attributed to calibration required on the system mtms.

Event description:
Refer to h11 for follow-up information.